Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on this non-boston scientific right atrial (ra) lead. Additionally, it was noted that pacing impedances have been fluctuating measuring, from 350 ohms to 200 ohms. Technical services recommended programming options. At this time, the system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).